Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient presented to the emergency room (ER) with altered mental status and muscle flaccidity on (B)(6) 2016. It was stated that they were questioning baclofen overdose. It was noted that they had limited information about the pump therapy and information was requested. It was requested to have the pump checked. The dose was noted to be changed a month ago, but they did not have any of the dosing information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.